Event description:
It was discovered through investigation that this report was a duplicate of medwatch report number: 1644487-2011-00877. Investigation will continue in that file.

Event description:
A clinic reported to our consultant that their handheld computer would not hold a charge. It has been returned for analysis and completion is pending. The handheld was stored in a desk drawer so no mishandling suspected.

Manufacturer narrative:
(B)(4)

Event description:
An analysis was performed on the returned handheld and the reported allegation was not verified that it would not hold a charge. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that the handheld was receiving power intermittently. Continuity testing was able to identify an intermittent negative electrical connection in the power connector portion of the handheld serial cable. The cause for the open connection is associated with the serial cable plug leaf spring not making contact with the ac adapter barrel connector. A root cause for the observed leaf spring condition could not be determined during the analysis. No further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Entered description in incorrect report. Corrected data for this report. Device malfunction occurred but did not cause or contribute to a death or serious injury.